Event description:
It was reported that high threshold was observed on the left ventricular lead. Replacement of the lead was attempted during device revision, but due to the patient's anatomy, a new lead could not be implanted. The lead was capped and left in situ. And the patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).